Event description:
It was reported to tyco/healthcare/kendall on 11/01 that a dialysis catheter started to leak approximately three months after insertion. There were no complications during the first month of use. No other info is available.